Event description:
The patient came in the surgeon's office complaining of pain. The surgeon determined the patient's cemented amistem had become loose. The explanted material will not be returned.

Event description:
On 07/08/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00083.